Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they weren¿t sure if a post-operative x-ray was taken. The rep reported that the cause of the oor, intermittent stimulation and lack of effect was unknown. The rep noted that another rep reprogrammed the patient on (B)(6) 2019. It was unknown if the issues were resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the controller indicated that the ins was unable to provide desired settings. The rep said the leads may have migrated. It was unknown what factors may have led to the issue. The rep performed reprogramming but there was no x-ray available at the facility to see if the leads had migrated. It was also reported that the patient was very weak and said the system was not helping. The patient was feeling the stimulation intermittently and felt stinging at low amplitudes. The patient was also feeling a knot of something in their lower back. The rep said an impedance test returned normal results. The patient had two different groups to try and the rep stated that the stimulation was felt intermittently and the patient had to use it at a pretty low amplitude to prevent stinging. In addition, the rep saw an out of regulation (oor) when programming and whenever the patient felt much, if any, stimulation. The rep said they spent a significant amount of time going over the programmer with the patient, trying to simplify things. It was noted the issue was not resolved at the time of the report. The patient had an appointment on (B)(6) to have the ins evaluated and to see if the leads had moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they didn't believe there was any issue with the lead migrating. The rep deleted all the programs and reprogrammed the patient. The rep reported that the patient said the new programs felt comfortable. The rep told the patient to reach out if she had any further issues and she had not. The rep assumed the new programs were going well. No further complications were reported.